Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alerted low reservoir and unable to clear to alarm due to act and esc buttons were unresponsive. Customer stated that the insulin pump was bumped in the past that could have led to keypad anomaly.. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also rep[ortes that the insulin pump bolus delivery was too slow and they were not able to rewind. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device act and esc buttons did not respond due to unlock on lcd keypad connector. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, accuracy displacement test and rewind test due to button keypad anomaly. Pump passed idle current test. Unable to verify under bolus delivery anomaly and rewind anomaly due to button keypad anomaly. Pump had a cracked reservoir tube lip and scratched case.